Event description:
The customer reported dropping the insulin pump on the ground which lead to physical damage. The side of the insulin pump where the reservoir is placed is popping out. The customer's blood glucose was 112 mg/dl. Advised to discontinue use of the insulin pump and revert to their back-up plan.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had a detached end cap.